Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 18.9 mmol/l. The customer stated that her blood glucose levels had been running high for over a week leading up to the event. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime test passed. The customer declined to perform any additional troubleshooting, but the customer did say that her diabetes educator told her the insulin pump had alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.